Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, during intraocular lens implantation surgery, the trailing haptic was broken during insertion. Lens was inserted halfway when the issue was noted. Hence the lens was removed and replaced with another lens during the same surgery. Additional information was received stating that there was no patient harm.